Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 4 had failed and was not detected on the bus. A field service engineer accessed the storage space configuration in the station and the test software, where the drawer was found to be missing in both. Upon opening the back of the unit, it was observed that the pyxibus drawer controller had no lights on the pyxibus side. The controller was replaced, and a firmware update was performed on the new controller. The drawer was then tested using the test software, and the user successfully pulled medications from the drawer. The system was confirmed to be functioning properly following the repair. The system functioned as intended after the field service engineer repaired the device